Event description:
The device evaluation noted a defective latch lock sensor. There was no reported patient involvement and no patient injury.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing noted a defective latch lock sensor. The sensor was replaced. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.